Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump charging port was damaged resulting in difficulties intermittently charging the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support.